Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4). No problems or issues were identified during the device history record review. Two samples were received for investigation in an open original packaging. The returned sample was visually inspected at 12 to 16 inches and normal conditions of illumination. Visual inspection showed in sample one the luer connector was broken. Functional testing using the leak test was performed on sample one, the complaint was confirmed. The root cause of the reported issue was determined as supplier item fault. Containment awareness notification for failure mode reported to production personnel was issued by the quality engineer. A corrective and preventative action was opened by supplier to address the reported issue.

Event description:
Information received a smiths medical fluid warming/level 1 hotline disposables malfunctioned. Reported during the pre-use check, the customer noticed medical fluid was leaking from the connector of the solution administration bag. No patient injury. The connector was found to be cracked.